Manufacturer narrative:
(B)(4). Date sent: 9/27/2021. D4: batch # v94e2y. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was returned with no apparent damage and with a clip partially advanced in the jaws, the clip was manually removed. During the functional testing, the trigger was squeezed and the indicator showed orange. Indicating the device was empty, however, the lockout mechanism was non-functional. Upon disassembly, the device ratchet pawl was found to be damaged, thus causing the lockout issue. No conclusion could be reached regarding the cause of the reported event and the damage observed on the ratchet. Although no conclusion could be reached regarding the cause of the reported event, the instructions for use contain the following: "caution: the instrument contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a structure or vessel. Do not attempt to fire through the lockout." As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. Date of event is unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure of the lower digestive tract, the clip was unformed. No bleeding or damage of the target tissue was observed. The device was removed from the patient and fired outside the patient for functionality, but the same issue occurred. Another device was used to complete the case. There were no adverse consequences to the patient. The patient¿s condition is stable. No further information is available.